Event description:
Brainlab ultrasound adapters allow the use of ultrasound probes for navigation with the brainlab cranial navigation system. During a service visit at a hospital in the USA, the following was detected by a brainlab representative: the brainlab ultrasound adapter base compatible with aloka ultrasound transducer (B)(4) did not have a stable connection with the ultrasound tracking array when attaching it to the adapter. Brainlab investigation showed that when sterilizing this ultrasound adapter according to the brainlab instructions, the plastic part of the adapter might slightly deform and therefore the tracking array might no longer have a stable connection when mounted to the adapter. This potential movement could cause an inaccuracy of several millimeters of the displayed ultrasound information in the brainlab navigation. No injury or ineffective treatment of a patient has been reported to brainlab regarding this effect by this or any other hospital. At this specific hospital, the adapters have not been clinically used after sterilization.

Manufacturer narrative:
At this specific hospital, the adapters have not been clinically used after sterilization. No injury or ineffective treatment of a patient has been reported to brainlab regarding this effect by this or any other hospital. However, due to this issue, a shift of several millimeters of the displayed ultrasound information could occur, compared with the pre-operative image sets displayed in the navigation system. If this potential shift is not detected by the user, a risk to patient health cannot be excluded. (B)(4). This issue has been detected by a brainlab representative during a service visit at the following site: (B)(6). Brainlab intends the following corrective actions: existing potentially affected customers receive a product notification letter. Brainlab will actively provide revised hardware to correct for this error. (B)(4).